Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a1059 mayfield modified skull clamp swivel lock did not seem to hold well, rocker arm was not moving. Additional information was received on 25jun2019 indicating that the product problem was discovered during inspection prior to patient coming into the operating room (or) on (B)(6) 2019 for a left frontal craniotomy. There was no patient contact, injury or surgery delay noted.

Manufacturer narrative:
The device was received with the swivel base having both lateral and rotational movement while in the lock position. This can occur from repeated use and cleanings. Disassembly of the swivel lock has revealed a residue build up on internal components of the swivel lock. Routine maintenance and cleanings required. This device exceeds its expected life of 7 years. The reported complaint was confirmed. The likely cause of the reported complaint is wear and tear with usage over time. Device identifier # (B)(4).

Event description:
N/a.